Event description:
It was reported that the device was emitting smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was emitting smoke.

Manufacturer narrative:
Alleged failure: account said there was a smoke smell coming from the unit but nothing indicating that there was anything burning in or on the unit the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause: physical damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.